Event description:
The patient had a tachyarrhythmia, which was detected as vf (ventricular fibrillation), and was shocked into real vf. Svt (supraventricular tachycardia) had not been programmed on. The device redetected vf and delivered ineffective therapy five times. The patient was in the hospital at the time, so external defibrillation was effectively administered. Because of this, the hospital decided to implant a subcutaneous lead. Device measurements were normal, but the pacing threshold was 4v @ 0.4ms. During surgery, it was observed that the device header wasn't fixed properly to the device body, and the device became charred on the backside, just underneath the header. Lead measurements showed a pacing threshold of 1v @ 0.5ms. The device was explanted and replaced. No further patient complications were reported as a result of this event.